Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, overhaul was performed. The technician observed deterioration of urethane part; therefore, the whisper cap was replaced. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, internal battery, capacitor, battery fan, exhaust fan assy, stirring fan, 200/o2 flow sensor assy, 200/o2 tubing kit, oxygen blender manifold and oxygen blender purge fan, power cord. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the device operated properly. The software version was checked. (Ver.14.2.05). The detachable battery pack has not been replaced due to a delay in the arrival of replacement detachable battery packs.